Manufacturer narrative:
Device evaluation: the evaluation has not been completed. The customer returned one used and five new devices for evaluation. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the evaluation has been completed. Method: the device history record was reviewed. Conclusion: a follow-up report will be submitted when the evaluation has been completed.

Event description:
The rotator broke during an aortic angiogram at less than 1200 psi. No patient harm or injury was reported. The customer stated this happened on several occasions. The customer was unable to provide specific information or clinical details for the additional events. The customer is expected to return one used device for evaluation. Therefore, this single FDA 3500a report will be submitted for this complaint.